Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was reading inaccurately high compared to another meter. The following complaint was classified based on the information obtained from the customer service supervisor on (B)(6) 2010. The patient alleged that the issue began on (B)(6) 2010 (time not specified). The patient reportedly obtained a blood glucose result of "374 mg/dl" with the subject meter and in response to the result the patient administered 12 units of humalog insulin. Approximately 20 minutes later the patient obtained blood glucose results of "109 and 94mg/dl" with the subject meter. At an unspecified time, the patient claimed he developed unspecified symptoms of hypoglycemia. The patient's wife administered treatment by giving the patient two glasses of orange juice, two cans of (B)(6), two apples, yogurt, ten lifesavers, and three and a half slices of zucchini bread. Approximately an hour and a half later, the emergency medical services (ems) arrived and the patient obtained a blood glucose result of "21 mg/dl" with the ems's meter; however, it is unclear if the patient received additional treatment from the ems. At an unknown time later, the patient obtained blood glucose results of "200 mg/dl" with the subject meter and "100 mg/dl" with the ems's meter. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of hypoglycemia and received medical intervention after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.